Event description:
Device 1 of 4. Reference MFR reports. #1627487-2015-12399, #1627487-2015-12400, #1627487-2015-12401. It was reported the patient's stimulation has changed since the implant of the peripheral stimulation system (off label use). The physician ordered x-rays and surgical intervention may be taken.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR reports. #1627487-2015-12399, #1627487-2015-12400, #1627487-2015-12401. It was reported the physician repositioned the patient's existing leads. The patient was programmed post operatively and reportedly receives effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).